Event description:
It was reported that an external fluid leak was observed from the return luer connector of a prismaflex st150 set during priming. A "constant air leak" from the connector was noted prior to the leak. The set was replaced to continue set up for treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Air leak test was performed and no leaks were observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation; therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.